Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (termination)"), benign hydatidiform mole ("molar pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. C69248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, multigravida, parity 3 (B)(6) 2000, (B)(6) 2003, (B)(6) 2007 still born 2002), abortion, pneumonia, pyelonephritis, uterus enlarged, irregular periods, hemorrhoidal bleeding and stillbirth nos. Previously administered products included for an unreported indication: iud. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia of pregnancy ("anemia/complications of unintended pregnancy"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and infection ("infection (other)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have benign hydatidiform mole (seriousness criterion medically significant). The patient was treated with surgery (d and c with suction and undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, anaemia of pregnancy, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight fluctuation and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the began at month 1. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia of pregnancy, benign hydatidiform mole, bladder disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 155 lbs. 3 coils: right and 2 coils (left) (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: successful occlusion of the fallopian tubes post essure.. Pathology test - on (B)(6) 2015: gross examination: the specimen is a 6.0 x 5.0 x 2.5 cm aggregate of tan hemorrhagic tissue and mucus. The specimen is sectioned and displays tan-gray to brown appearing immature placental tissue and clotted blood. No definitive fetal tissue or vesicles are grossly identified.. Pregnancy test urine - on (B)(6) 2015: result: negative. Ultrasound scan - on (B)(6) 2015: the patient had copper intrauterine device in place for 8 to 9 years.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), molar pregnancy, device ineffective, bladder disorder, urinary tract disorder, migraines, headaches, nausea, weight gain / loss, hair loss, anemia/complications of unintended pregnancy and molar pregnancy were newly added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (termination)"), benign hydatidiform mole ("molar pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. C69248-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, multigravida, parity 3 ((B)(6) 2000, (B)(6) 2003, (B)(6) 2007 still born 2002), abortion, pneumonia, pyelonephritis, uterus enlarged, irregular periods, hemorrhoidal bleeding and stillbirth nos. Previously administered products included for an unreported indication: iud. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia of pregnancy ("anemia/complications of unintended pregnancy"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and infection ("infection (other)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have benign hydatidiform mole (seriousness criterion medically significant). The patient was treated with surgery (d and c with suction and undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, anaemia of pregnancy, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight fluctuation and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the began at month 1. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia of pregnancy, benign hydatidiform mole, bladder disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 155 lbs. 3 coils: right and 2 coils (left) (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: successful occlusion of the fallopian tubes post essure.. Pathology test - on (B)(6) 2015: gross examination: the specimen is a 6.0 x 5.0 x 2.5 cm aggregate of tan hemorrhagic tissue and mucus. The specimen is sectioned and displays tan-gray to brown appearing immature placental tissue and clotted blood. No definitive fetal tissue or vesicles are grossly identified.. Pregnancy test urine - on (B)(6) 2015: result: negative. Ultrasound scan - on (B)(6) 2015: the patient had copper intrauterine device in place for 8 to 9 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.